Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked/damaged. It was reported that the battery cap was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery compartment was found to have cracked in the threads area and below the grip pad. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up to the display with the auditory and vibratory features. All the buttons responded properly. The reported casing issue was duplicated in the investigation. Unrelated to the casing issue, the display was dim and discolored.